Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported by the patient that they had a defective defibrillator. Additional information indicated that the device was connected to a right ventricular lead with an apparent fracture which resulted in an inappropriate shock. The device was explanted and replaced. No further patient complications have been reported as a result of this event.